Manufacturer narrative:
The complainant reported that a tap broke during a tlif left l4/5, l5/s1 surgery on (B)(6) 2018. The surgery was successfully completed and there were no known patient injuries or complications. It was reported that while the physician was using the tap, the distal portion of the instrument twisted off. The instrument was returned for complaint assessment. The visual assessment of the tap showed an instrument with repeated use. The tap was broken as described by the complainant, functionality testing could not be performed. A DHR review was completed and no manufacturing anomalies were identified. The device met all required specifications prior to being released to distributable inventory. Driving the tap further than recommended by the surgical technique guide can create excessive resistance, which may result in an instrument malfunction.

Event description:
The complainant reported that a tap broke during a tlif left l4/5, l5/s1 surgery on (B)(6) 2018. The surgery was successfully completed and there were no known patient injuries or complications.